Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5155486.

Event description:
Voluntary medwatch received states over-sensing on the right atrial lead. No intervention or adverse patient consequences were reported.